Event description:
It was reported that during a lap cholecystectomy procedure there was an incomplete staple line. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 07/03/2007. Information anticipated, but unavailable at this time.